Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
Patient reporting a 3rd failure of his rusch 100% 18fr 30cc foley. He said it is the same lot as the 2 you are already aware of. This one is key-mr. (B)(6). Told me the history and the 2 previous balloons burst after insertion and had not been pre-tested. The clinician that came to insert the latest catheter that failed pre-tested the balloon before insertion; it burst in his hand before 20ml water had been introduced. This eliminates the possibility of something within mr. (B)(6) bladder damaging the balloon (ie: stones, or diffusion due to osmosis, etc.). I just wanted to make you aware so that you could include the additional failure and new information on your report.

Event description:
Patient reporting a 3rd failure of his rusch 100% 18fr 30cc foley. He said it is the same lot as the 2 you are already aware of. This one is key-mr. W. Told me the history and the 2 previous balloons burst after insertion and had not been pre-tested. The clinician that came to insert the latest catheter that failed pre-tested the balloon before insertion; it burst in his hand before 20ml water had been introduced. This eliminates the possibility of something within mr. W. Bladder damaging the balloon (ie: stones, or diffusion due to osmosis, etc.). I just wanted to make you aware so that you could include the additional failure and new information on your report.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. No sample was returned for investigation; therefore, no physical investigation could be conducted. In the absence of any actual or representative sample for investigation, we could not further investigate to identify the actual root cause of this reported failure. Therefore, the complaint cannot be confirmed.